Event description:
A report was received that stated the patient was receiving an infusion. The nurse attempted to use the y-site, during the attempt blood and drug were expelled from the y-site. The nurse required an eyewash and blood tests.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.